Event description:
It was reported that occlusion alarms occurred in the past. There was no adverse impact to customer¿s blood glucose level. No further information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.